Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose levels and receiving no deliver alarms. The customer states they have changed their set three times and are still receiving the no delivery alarms. The customer's blood glucose level at the time of incident was over 300mg/dl. Troubleshooting was conducted. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.